Manufacturer narrative:
Evaluation completed. One plastic bag was received containing a 25ga vitrectomy cutter along with the tubing. The pack number, lot # and expiration date can not be determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test can not be performed. The cutter can not be tested due to severity of the needle bent. The cause of the bent needle tip cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure, the cutter stopped cutting. The sales rep. Opened and connected a new pack from his inventory and they were able to continue the procedure with no issues.